Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v456456, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reports a lead issue. They had their system replaced on (B)(6) 2017 because there was a "split wire." This wasn't confirmed via x-ray, but the lady working for the healthcare provider (hcp) found it using a clinician programmer. The hcp later replaced the lead and ins. No further patient complications have been reported as a result of this event.